Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis showed a rapid increase of battery impedance within 7 months which corresponded to a battery status change from good to depleted. With relatively low output parameter settings and no change in lead impedance this was not expected. Further analysis showed that the electronic circuit of the pacemaker functions according to specifications. No high current drain was observed during all measurements. Therefore, battery life met expectations, but it has been confirmed that the time between "good" and "depletion" was shorter than normal.

Event description:
Asku